Manufacturer narrative:
Service was not dispatched for this event. A customer notification letter was distributed in association with intermittent false glucm results. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that erroneous high modular glucose (glucm) results were generated on a unicel dxc 800 synchron system for two patient samples. Initial results were repeated on the same instrument in critical rerun mode. For one patient sample, the critical glucm rerun result was higher that the initial result. For the other patient sample, the critical glucm rerun result was lower that the initial result. Duplicate repeat results of the same sample on another instrument, generated results that concurred with the lower glucm results. These repeat results were reported out of the laboratory. The erroneous high glucm results were not reported out of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Quality control (qc) results and calibration results were within established specification during the timeframe of the event. No sample collection/handling information was provided by the customer.